Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 30-jan-2019. This spontaneous case was reported by a general practitioner and describes the occurrence of device dislocation ("essure dislocation on ultrasound"), mobility decreased ("debilitating decrease in mobility") and autoimmune thyroiditis ("first stage of hashimoto disease") in a female patient who had essure (batch no. C26940) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2018, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), asthenia ("asthenia"), abdominal pain upper ("epigastric pain, epigastralgia"), arthralgia, joint swelling ("swelling joint"), myalgia ("muscle pain"), muscle swelling ("swelling muscle"), ear disorder ("ent disorder"), nasal disorder ("ent disorder"), pharyngeal disorder ("ent disorder"), depression ("depression") and memory impairment ("memory disorders") and was found to have weight decreased ("weight loss 5 kilos"). In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced mobility decreased (seriousness criterion disability), pelvic pain ("pelvic pain"), malaise ("intense malaise"), fatigue ("chronic fatigue"), auditory disorder ("hearing disorder") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with levothyroxine sodium (levothyrox), nsaids and surgery (removal under general anaesthesia). Essure was removed on (B)(6) 2018. In (B)(6) 2018, the device dislocation, mobility decreased, pelvic pain, asthenia, abdominal pain upper, weight decreased, arthralgia, joint swelling, myalgia, muscle swelling, ear disorder, nasal disorder, pharyngeal disorder, depression, memory impairment, malaise, weight increased, fatigue and migraine had resolved. At the time of the report, the autoimmune thyroiditis and auditory disorder had not resolved. The reporter considered abdominal pain upper, arthralgia, asthenia, auditory disorder, autoimmune thyroiditis, depression, device dislocation, ear disorder, fatigue, joint swelling, malaise, memory impairment, migraine, mobility decreased, muscle swelling, myalgia, nasal disorder, pelvic pain, pharyngeal disorder, weight decreased and weight increased to be related to essure. The reporter commented: consultation with locum general practitioner in (B)(6) 2018 and request for essure withdrawal because history reminder of another patient¿s history. Actions undertaken in the healthcare facility for management of the patient: pelvic ultrasound, oeso-gastro-duodenal fibroscopy / blood tests / thoracic and abdominal CT-scan, thyroid ultrasound, plain-abdomen x-ray, and wrist and right shoulder x-ray. Hospitalization at the emergency unit was also reported. Consultation with general medicine / gynaecology / ent / internal medicine. Essure removal in (B)(6) 2018 under general anesthesia with total disappearance of symptoms since the removal but persistent hashimoto and treatment with levothyrox and hearing disorder. In total: 6 months of pain / 2 months of sick leave / medical examinations plus blood test-medical check-ups and multiple treatments. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2018: essure dislocation. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a general practitioner and describes the occurrence of device dislocation ("essure dislocation on ultrasound"), mobility decreased ("debilitating decrease in mobility") and autoimmune thyroiditis ("first stage of hashimoto disease") in a female patient who had essure (batch no. C26940) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2018, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), asthenia ("asthenia"), abdominal pain upper ("epigastric pain, epigastralgia"), arthralgia, joint swelling ("swelling joint"), myalgia ("muscle pain"), muscle swelling ("swelling muscle"), ear disorder ("ent disorder"), nasal disorder ("ent disorder"), pharyngeal disorder ("ent disorder"), depression ("depression") and memory impairment ("memory disorders") and was found to have weight decreased ("weight loss 5 kilos"). In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced mobility decreased (seriousness criterion disability), pelvic pain ("pelvic pain"), malaise ("intense malaise"), fatigue ("chronic fatigue"), auditory disorder ("hearing disorder") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with levothyroxine sodium (levothyrox), nsaids and surgery (removal under general anaesthesia). Essure was removed on (B)(6) 2018. In (B)(6) 2018, the device dislocation, mobility decreased, pelvic pain, asthenia, abdominal pain upper, weight decreased, arthralgia, joint swelling, myalgia, muscle swelling, ear disorder, nasal disorder, pharyngeal disorder, depression, memory impairment, malaise, weight increased, fatigue and migraine had resolved. At the time of the report, the autoimmune thyroiditis and auditory disorder had not resolved. The reporter considered abdominal pain upper, arthralgia, asthenia, auditory disorder, autoimmune thyroiditis, depression, device dislocation, ear disorder, fatigue, joint swelling, malaise, memory impairment, migraine, mobility decreased, muscle swelling, myalgia, nasal disorder, pelvic pain, pharyngeal disorder, weight decreased and weight increased to be related to essure. The reporter commented: consultation with locum general practitioner in (B)(6) 2018 and request for essure withdrawal because history reminder of another patient¿s history. Actions undertaken in the healthcare facility for management of the patient: pelvic ultrasound, oeso-gastro-duodenal fibroscopy / blood tests / thoracic and abdominal CT-scan, thyroid ultrasound, plain-abdomen x-ray, and wrist and right shoulder x-ray. Hospitalization at the emergency unit was also reported. Consultation with general medicine / gynaecology / ent / internal medicine. Essure removal in (B)(6) 2018 under general anesthesia with total disappearance of symptoms since the removal but persistent hashimoto and treatment with levothyrox and hearing disorder. In total: 6 months of pain / 2 months of sick leave / medical examinations plus blood test-medical check-ups and multiple treatments. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2018: essure dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 6-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.